Event description:
It was reported that the patient presented to the hospital in complete heart block. The right ventricular (rv) lead had elevated thresholds, high impedance, and a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592-45 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).